Event description:
It was reported that a blunt cutter occurred during use with a unspecified bd needle clip. The following information was provided by the initial reporter, "report 035-2019 caregiver who reports that for 15 days the needle cutter lost the edge (it's blunt) and does not work."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for not clipping (blunt cutter) due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a blunt cutter occurred during use with a unspecified bd needle clip. The following information was provided by the initial reporter, "report 035-2019 caregiver who reports that for 15 days the needle cutter lost the edge (it's blunt) and does not work."